Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2011 for the event. The fse observed that the acrylic housing for the cap piercer was overflowing every time waste fluid was to be drained. The fse flushed and removed a clog from line 303, and the broken end of blade in the port fitting under the acrylic housing. The fse ordered a new blade and provided instructions for the customer to replace the blade. No further leak complaints were filed as of (B)(4) 2011. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a leak on the synchron lx 20 system. The customer reported that the cartridge chemistry (cc) sample probe excess vacuum detected error and that the racks were wet in the autoloader area. No effect to patient or user was reported in connection with this event.